Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient urine isolate (escherichia coli esbl) was misidentified as shigella flexneri. Repeat testing was performed. The user also noted qc and surveillance failures as well. No health impact or consequence reported. Report 3 of 3.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.